Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance out of range, reaching values greater than 3000 ohms. A lead conductor fracture is suspected to be the cause. The pacing threshold would not be measured, therefore, pacing was disabled. The lead remains in service. No adverse patient effects were reported.